Manufacturer narrative:
(B)(4). Results and conclusions: severe calcification and mild tortuosity in the iliac limbs.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The vessel morphology was reported as severe calcification and mild tortuosity in the iliac limbs. The infrarenal aortic neck was 26 mm to 30 mm over 25 mm in length. There was mild calcification in the aortic neck. The stent graft was implanted in the patient, however, there were difficulties during the removal of the delivery catheter. The tip capture was caught in the apex/suprarenal stent. The apex/suprarenal stent was inverted in the stent graft, and remained inverted, and the physician was unable to correct the inverted apexes. The physician advanced the delivery catheter up, releasing the tip from the apex, and advanced the device up into the thoracic aorta reseating the tip. The physician pulled the delivery catheter down, however, was unable to remove the delivery catheter due to the narrowing in the ipsilateral limb. The physician inserted a balloon through the brachial artery in the right arm and advanced the balloon through the thoracic aorta down to model/expand the ipsilateral limb. The balloon was able to be removed from the patient and the delivery catheter was removed from the patient. There were no kinks in the delivery catheter. There was no further treatment. No clinical sequelae were reported and the patient is fine.